Event description:
The customer reported data was not saving. The fse indicate images from the hard drive could not be displayed. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.